Manufacturer narrative:
Internal report reference number:(B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 29-sep-2020 to ensure the customer's products resolved the initial concern - able to establish contact with customer's wife and stated her husband has dementia and she does not do his blood glucose tests. Wife did not want any more calls from thi and does not need or want any assistance from our company.

Event description:
Consumer reported complaint for high blood glucose test results. Wife called on behalf of the customer. The customer was concerned with test results from am results obtained of 364 mg/dl. Wife also stated the results from the truemetrix meter were higher when compared to another device; actual meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result range is 140-210 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2021; test strips were expired as the open vial date is more than 4 months ago. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 03-dec-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 03-dec-2020: h10: most likely underlying root cause corrected from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. " to "mlc-055 user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system".